Event description:
The patient received his scs system, including a percutaneous lead, on (B)(6) 2006. It was reported the patient is able to stop his stimulation by pressing down on a certain area of his back. An x-ray was not able to detect any abnormalities in the patient's scs system. The patient was referred to his physician for a revision. It is currently unknown if any devices will be explanted and/or returned for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.